Event description:
Procedure type: inguinal hernia repair. According to the rptr: the balloon broke while inflating while inside the pt's cavity. There was no report of pieces falling into the cavity. Opened another balloon for the procedure. No injury reported. Or time was delayed approx 2 mins.